Event description:
It was reported that on (B)(6) 2013 during a knee surgery: the surgeon successfully placed three (3) smartnails into the patient's knee. However, immediately after drilling the pilot hole for placement of the fourth smartnail, the surgeon realized the drill bit had broken off in the patient's knee; an x-ray was taken which confirmed this. The surgeon decided the broken drill bit was too deep to try to retrieve and opted to "tap" it approximately 0.5cm below the bone surface, so that no portion of the drill bit would be exposed. No additional medical and/or surgical intervention was required, and the procedure was completed without further complication or patient injury. The remaining portion of the drill bit was disposed of at the user facility.

Manufacturer narrative:
The remainder of the drill bit is not expected for evaluation, as it was discarded at the user facility. Without the involved device, an evaluation could not be performed and as such, the root cause of the reported problem could not be determined. No lot information was provided; therefore, a device manufacture date could not be supplied and a DHR review could not be performed. A two-year review of complaint history showed there is only one other adverse event related to this product. A review of customer purchase and consignment history showed this drill bit has been in use since approximately 2008. Based on the age of this device, the most probable cause of the reported breakage is due to normal wear and tear and/or extensive use, as this device will become worn and/or damaged over time. This failure mode is addressed in the product's risk document and has been evaluated to have an acceptable risk level. The 1.5mm percutaneous drill bit is composed of 302 stainless steel, is supplied non-sterile and must be sterilized prior to use. The drill bit is a reusable device which is cleaned and sterilized in between uses, and is designed to be used in surgical repair in association with smartnail implants. To reduce the risk of drill bit breakage and injury to the patient, the product's instructions for use (IFU) provides the following precautions: -as with any surgical instrument, care should be taken to ensure that excessive force is not placed on the device. Excessive forces applied to an instrument can result in the instrument's failure. -examine the instruments and check proper functioning. -the instruments are designed for use by surgeons experienced in the appropriate specialized procedures. -it is the responsibility of the surgeon to become familiar with the proper techniques.